Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a watchdog error that occurred during inductive telemetry in the field. The device was tested on the bench and reset could not be duplicated. The cause of the bvvi remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic presented to the clinic, interrogation shows the device cannot communicate with the programmer. The patient is pacemaker dependent. The patient felt the patient notifier vibration when being checked up again. Communication was not possible when using three other programmers. The device was explanted prophylactically and replaced under advisory. The patient condition was well after the procedure. The patient will continue to be monitored.